Event description:
It was reported to boston scientific corporation that 7 minutes into a hydrothermal ablation procedure (adult female patient; age and weight are unknown), using a hydrothermal procedure set, the reservoir dropped, which resulted in a 1 cc loss of fluid. According to the complainant, the physician aborted the procedure. It was further reported that the physician noted that the patient was burned under the cervix and on the posterior wall, less than a quarter in size. The burn, which the physician considered minor, was treated with premarin cream.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.